Manufacturer narrative:
Isi received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not confirm or replicate the customer reported complaint. Visual inspection on the distal end of the instrument found no physical damage to the grips. The instrument was placed and driven on an in-house system. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly, and passed the grip management test. There was no problem detected to confirm the reported complaint. Fa identified an additional failure that was not reported by the customer. Upon a visual inspection, the instrument was noted to have insulation damage to the conductor wire. The pieces were lifted but still intact, with no potential fragments falling from the instrument. There were no signs of arcing or breakage. The instrument was tested for electrical continuity and passed. The housing was removed on the back end, and no additional damage was found. The root cause of the damaged conductor insulation is typically attributed to a component failure. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot/serial# n112007200173) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 13 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument tip was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.